Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 249 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm and displacement test. No motor error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).